Event description:
During review of incoming repairs upper jaw was noted to be broken. Call was placed to the user facility and it was confirmed that the device broke during an arthroscopic ankle procedure. A delay of one-hour took place to retrieve the upper jaw. A backup device was not needed as the device broke at the conclusion of the case. No patient injury or complications took place.